Event description:
The account stated that the architect i2000 analyzer generated a discrepant false positive troponin result. The customer stated "after rerunning it came out ok." No specific data was provided. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Wash zone manifold. A field service representative (fsr) was dispatched to the account. The fsr calibrated the probes and interchanged the syringes (sample with stat and r1 with r2). Additional discrepant results were generated. Field service then installed the new style wash zones, after which there were no more problems with troponin results. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect stat troponin-I reagent package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.